Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: under minimal fi testing/scrapping requirements ((B)(4)) the cpu board was tested. Per (B)(4) this is a failure of ls1 or reported problem could not be reproduced.